Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and a stuck right button causing the device to run intermittently. No over heating noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a mechanical component failure. Factors that could have contributed to stuck buttons include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy the mdu was overheating and the motor stopped running. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).